Event description:
It was reported that this right ventricular (rv) lead was exhibiting oversensing and noisy signals. Technical services (ts) was consulted and explained possible relation to electromagnetic interference (emi). Ts noted pacing inhibition for over 2 seconds and some intrinsic beats. Patient is not in atrial fibrillation (af). The lead remains in service. No adverse patient effects were reported.